Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted battery located within the microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
Prior to the procedure the generator did not boot. As a result, the procedure was cancelled.